Event description:
Complainant alleges "an unsealed individual package was discovered."

Manufacturer narrative:
The device was returned for evaluation, and pictures of the device were provided. The pictures clearly showed an open seal on the device. However, the device that was returned did not match the picture, and had no seal concerns whatsoever. Based on this, the complaint could not be confirmed and the root cause is undetermined. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.